Event description:
Pt had experienced a problem with inflating his penile prosthesis and had a surgical procedure performed 05/06/97 to explant a defective device (leak from input tubing to right cylinder) and insert new one.